Manufacturer narrative:
Philips has investigated this complaint. The clinical use at the time of the event was unknown. However, no patient or user harm was reported. A philips remote service engineer (rse) inspected the system remotely and found, via the system logs, that one of the image disks had been disconnected which had led to the database structure being corrupted. A philips field service engineer (fse) inspected the system onsite. Troubleshooting found that the disk was working after a rest and reset. The fse initialized the database and verified the correctness of the work without any issues. The fse also reviewed the system log file and identified that the source of the failure could be the temperature of the technical room. The technical room temperature was incorrect and would rapidly change. The fse advised that the cooling system for the technical room be repaired before using the system again. After repairing the system database, the system was otherwise returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use (IFU) for the allura device states "do not use the allura xper fd series equipment if the ambient temperature is not in the 15° to 30° c range and the humidity in the 20% to 80% range, or above an altitude of 3000 m.". The device was operating at 37 degrees celsius and therefore was out of the ambient temperate specifications, and if this situation were to reoccur, the device would not be used. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system turned off, did not save the test and when turned back on displayed an error. There was no reported patient or user harm. Philips has started an investigation of this complaint.